Event description:
Right leg pain [pain in extremity], difficulty walking [gait disturbance], baker's cyst felt tighter [synovial cyst], knee pain [arthralgia], leg/knee pain back [device ineffective]. Case description: an spontaneous report was received on 02-jun-2010 from a (B)(6), female, patient, with a history of osteoarthritis of the right knee, (B)(6), who experienced intense right leg and knee pain, difficulty walking, her baker's cyst felt tighter, and her right knee pain was back to where it was, before she received the synvisc-one. The patient received an injection of synvisc-one in the right knee in (B)(6) of 2010. The patient reported that after about three days of receiving the synvisc-one injection, she experienced intense right leg/knee pain. The patient also had difficulty walking and complained that the baker's cyst on the back of her right knee felt tighter. According to the patient, she was treated with a dose-pack of prednisone which alleviated her right leg pain. The patient stated that now her leg/knee pain is back to where it was, before she received the synvisc-one injection. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.